Manufacturer narrative:
(B) (4). (B) (4). Eval summary - the analysis was performed and was found that the handpiece no longer meets the specs for impedance. However, the handpiece was tested with a generator and found to be functional. The handpiece was disassembled, moisture ingress and a torn acoustic isolator were found in the instrument. Due to this condition, it may lead for temperature issues to occur. It was noted during functional testing that the connector was difficult to connect and disconnect from the generator. This issue specifically does not affect the performance or functionality of the instrument. This connector issue is currently under investigation.

Event description:
It was reported that during an unk procedure, the handpiece was too hot. Customer cannot provide anymore details about the circumstances in which the issue occurred. No pt consequence was reported.